Manufacturer narrative:
The respironics service technician verified that there was no remote alarm when the ventilator alarmed. The service technician reported when he applied pressure to the remote alarm connector on the main board, the remote alarm functioned. The service technician replaced the main board to correct the customer reported problem. A notification was mailed nov. 2003 to esprit users advising them to conduct periodic tests to assure proper operation of their nurse's remote alarm system. Also included were instructions for testing the nurse's remote alarm system when used with esprit ventilator.

Event description:
The customer reported that esprit remote alarm did not sound when a ventilator alarm was activated. The ventilator was not in use at the time of the reported problem.